Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer initially called for assistance with setting a bolus. The customer stated she was trying to program a bolus for blood glucose level of 378 mg/dl but the insulin pump would not show how much insulin to take. Customer was assisted with checking the active insulin amount which was 8.6 units. Customer was advised that the insulin pump would not let her deliver a bolus because of the active insulin. During the call, the customer reported she experienced high blood glucose of 560 mg/dl in the middle of (B)(6) due to the cannulas bending. She did not go to the hospital. Customer was advised to change the complete set, monitor the blood glucose level and call back for troubleshooting if issue persists.